Manufacturer narrative:
(B)(4). Final analysis found that the lead insulation was damaged at 50cm to 51 cm from the connector pin. The cable coating was abraded and the pacing coil fractured at the same location. The damage sustained resulted from clavicular crush. UDI (di): (B)(4).

Event description:
It was reported that during a clinic visit, the left ventricular lead exhibited loss of capture at maximum output. X-ray revealed that the lead had dislodged. During the explant procedure on (B)(6) 2015 the lead appeared to be bent and damaged in the clavicle region via x-ray. Upon explant, a fragment of the lead remained in the clavicle region. A new lead was implanted and there were no further consequences for the patient. The patient was doing well post procedure.